Event description:
Account reports experiencing an intermittent issue with their modular pre-analytics laboratory integration system generating bubbles in sample cups prior to being loaded onto the analyzer for testing. Account states this issue has caused discrepant pt results for approximately 10 pt examples starting in 2008. Only the following pt sample was provided: initial result gave 5.9 mg/dl; repeat gave 9.6 mg/dl. Erroneous result was not reported. The field service representative determined the cause to be problems with the aliquot z depth, aliquot tip positioning and tsm settings. Performed adjustments to the alq tip positioning, tip rack position, and set tsm settings. Performance tests were performed and within specification.